Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 2.00x12mm apex monorail balloon was first inflated to 6 atm, the balloon was then inflated a second time to 12 atm and the balloon ruptured. The device was removed intact. The procedure was completed without additional intervention. No patient complications were reported and patient status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a pinhole leak was identified in the balloon. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was observed over the distal edge of the distal markerband. A detailed microscopic examination of the balloon material and distal markerband could not identify any anomalies which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 2.00x12mm apex monorail balloon was first inflated to 6 atm, the balloon was then inflated a second time to 12 atm and the balloon ruptured. The device was removed intact. The procedure was completed without additional intervention. No patient complications were reported and patient status is good.